Manufacturer narrative:
(B)(4) for the reported event of needle being blocked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, during preparation, water was injected into the inner tube. However, the water would not come out of the distal end of the needle. Also, the needle wouldn't fully deploy; only a few millimeters of the needle deployed. There was no damage to the device or packaging. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, during preparation, water was injected into the inner tube. However, the water would not come out of the distal end of the needle. Also, the needle wouldn't fully deploy; only a few millimeters of the needle deployed. There was no damage to the device or packaging. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual evaluation was performed. The needle was retracted when received. The outer sheath was kinked approximately 1.8cm from the distal end of the outer hub. A functional evaluation was performed. When the inner hub was actuated, the needle would not extend. The inner hub and sheath was removed from the outer hub and sheath; the inner sheath moved freely through the outer during removal. The inner sheath was kinked for approximately 20.5cm from the distal end of the needle; it was kinked significantly for approximately 1.5cm from the distal end of the inner hub, which would cause the needle to not extend. The needle was present and attached. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed. When the syringe was compressed, resistance was felt. The inner hub/sheath was removed from the outer and no visible signs of damage were observed. The extrusion was cut just proximal of the needle so that the sheath and needle could be tested separately. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed, no resistance was encountered. Next, a 0.009" pin gauge was inserted into through the needle into the proximal end of the needle. The pin gauge was pushed into the inner diameter of the needle until in exited the distal tip; the pin passed freely through the needle. The needle was not occluded. The inner sheath was kinked significantly enough it would not allow air to pass through it, causing the customer to believe that the needle was blocked/occluded. The most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.